Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent an additional gynecological procedure on (B)(6) 2009 and mesh were implanted.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy on (B)(6) 2005. It was reported that on (B)(6) 2010, the patient underwent cystoscopy and vaginal repair and revision of mesh.

Manufacturer narrative:
It was reported that following insertion the patient experienced urine retention, urinary urgency, bladder obstruction, nocturia, rectocele and enterocele. (B)(4).